Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 465 mg/dl at the time of incident and 273 mg/dl the day prior to call. Customer stated that the insulin pump alarmed button error and the esc button was unresponsive after insulin pump has been exposed to humidity . Button error troubleshooting was performed and confirmed that time was stuck. Customer also reported to have experienced a high blood glucose of 465 mg/dl and went down to 263 mg/dl after taking manual injection for treatment. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.